Event description:
It was reported that during a ptca procedure, the liberte monorail delivery system shaft broke within the guiding catheter. The lesion being treated was a 98% stenotic, mildly calcified lesion in the mid left circumflex (lcx). The physician was able to withdraw the device without further complications. Subsequently, a sprinter balloon was used to dilate the lesion and a vision stent was placed. The pt had a good result, and pt status was reported as 'okay'.

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.